Event description:
The patient reportedly experiences intermittent pain and a burning sensation at the implant site during use of her cochlear device. During testing, the patient also reported a weakness sensation of the left side of the face and a jabbing pain. External equipment was exchanged; however, this did not resolve the issue. Testing showed that the patient's device is functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.